Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 2000 ohms. The health care professional (hcp) suspected a lead fracture and decided to replace the rv lead. No additional adverse patient effects were reported.